Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported poor imaging resolution cannot be determined. The cause of the reported difficulty in grasping & capturing leaflet appears to be due to the patient anatomy (thin and tethered leaflets). The reported tissue injury appears to be a cascading effect of the reported difficulty in grasping/capturing the leaflets. Additionally, the reported tissue injury is listed in the instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a tissue injury requiring intervention. It was reported that a mitraclip procedure was performed on an unknown date to treat functional mitral regurgitation. Two clips were implanted successfully reducing the mr. A second procedure was performed on (B)(6) 2016 to treat mr grade 3 with enlarged atria, thin and tethered leaflets. One additional clip was implanted successfully and the procedure was concluded with a resulting mr of grade 2. According to the physician the recurrent mr was due to disease progression. On (B)(6) 2023 a third mitraclip procedure was performed to treat mr grade 4 due to disease progression. It was noted that imaging quality was poor. The first clip was implanted successfully. For further mr reduction, a second clip (20901r2068) was chosen for implantation. It was noted that difficulty grasping and capturing the leaflets were experienced with this clip. Subsequently a tissue injury occurred. The second clip was then implanted to treat the tissue injury and to further reduce the mr. The procedure was concluded with a resulting mr of grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.